Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised after the patient was presented with a proximal femoral fracture and displacement of the gamma nail on (B)(6) 2018. Patient was revised to a gmrs construct. Rep will be providing a patient packet.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a unknown dall miles cable was reported. The event was confirmed by medical review by a clinical consultant. Method & results: -product evaluation and results: not performed as the device was not returned. -medical records received and evaluation: a review by a clinical consultant of the medical records provided concluded: [...] Procedure-related factors: - orif of subtrochanteric fractures is challenging with a high indigenous complication rate where no ideal fixation system is available for these types of fractures. Patient-related factors - comminuted subtrochanteric fracture is at high risk for fracture fixation failure. - osteoporosis likely present at age 82-years further decreases the strength of any orif construct. Device-related factors: - none. Diagnosis: - a comminuted subtrochanteric fracture in a patient with likely osteoporosis at an age of 82-years to further decrease the strength of any orif construct is at high risk for fracture fixation failure using even the best treatment modality such as a long gamma nail. The dm-cables as used for supplemental fracture fixation played no role in the principal failure mode by bone collapse around the gamma nail. -product history review: not performed as the device lot details were not provided. -complaint history review: not performed as the device lot details were not provided. Conclusions: medical review concluded the following: [...] Diagnosis: - a comminuted subtrochanteric fracture in a patient with likely osteoporosis at an age of 82-years to further decrease the strength of any orif construct is at high risk for fracture fixation failure using even the best treatment modality such as a long gamma nail. The dm-cables as used for supplemental fracture fixation played no role in the principal failure mode by bone collapse around the gamma nail. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised after the patient was presented with a proximal femoral fracture and displacement of the gamma nail on 02/feb/2018. Patient was revised to a gmrs construct. Rep will be providing a patient packet.